Manufacturer narrative:
(B)(4).

Event description:
The customer reported a burning smell, sparks and flame from the universal power source (ups) connected to the lh780 instrument. The field service engineer replaced the power supply and will return the defective unit for evaluation. No death or serious injury was connected to this event. On a recur, the operator may be burned.